Event description:
The pt tubing became detached from the ventilator. This remained unnoticed until the monitoring system indicated a falling blood pressure and declining saturation valves. There was no audible alarm from the ventilator although the expiratory minute volume alarms were set according to the pt's condition at the time. The ventilator was subsequently tested and according to the staff still refused to give an audible alarm although the visual indicators operated correctly.